Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated two times for 10 seconds at 8 atmospheres. The device was removed without any problem using the normal method and procedure was completed with another of the same device. There were no complications reported and patient was in good condition after the procedure.